Event description:
It was reported that during a trochanteric fixation nail procedure performed on (B)(6) 2013, the helical blade would not fit through the hole in the nail. All instrumentation was carefully checked. All connections were correct, tight, and aligned properly. The surgeon removed the nail and blade and replaced both of them using the same instrumentation. There was reportedly no delay to the procedure. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.